Manufacturer narrative:
Follow-up #1: date of submission 08/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigators were unable to duplicate customer¿s complaint. There are no cracks in the battery compartment or cartridge compartment. There was evidence of moisture damage underneath the display lens. Performed leak test, pump failed leak test due to a crack in the pump case between the case seal and the display lens. During testing vibration was present but no audio could be heard. When the pump was opened the contacts between the board and piezo were found to be intermittent.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.